Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00485. Follow up information indicated the patient had surgery to replace the lead with therapy restored post -op.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00485. It was reported the patient's scs system was not providing stimulation. A company representative met with the patient and all impedances were high. X-rays were taken which revealed lead migration. The neurosurgeon has scheduled surgery to address the issue.